Event description:
Additional information received reported the patient had fever and underdose symptoms.

Manufacturer narrative:
Product ID neu_ptm_prog, serial# unknown, product type programmer, patient product ID 8731sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter product ID 8709, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump motor stall occurred with recovery and was confirmed by telemetry. It was initially reported that the patient's personal therapy manager (ptm) showed an error code of 8476 motor stall. The reporter noted that the patient had an MRI and eeg on the monday prior to the report and the patient was able to use the ptm after that. Beginning wednesday night the patient tried using the ptm to give herself a bolus and saw the error message 8476 and had not worked since. The patient was admitted to the emergency room (ER) on (B)(6), 2012 for increased pain and had intense intestinal pain. The reporter noted that the patient had a stomach virus that was unrelated to the pump. The patient was seen at the hospital on (B)(6), 2012 and the pump was interrogated. Interrogation showed a motor stall occurred on (B)(6), 2012 with no recovery. The pump was programmed to minimum rate and the patient was admitted to the hospital for unrelated medical complications of diverticulitis and elevated white blood cell count. The patient was transferred to another hospital on (B)(6) 2012 where the pump was again interrogated and showed pump motor stall recovery on (B)(6), 2012. The reporter denied any magnetic or electromagnetic interference (emi). It was also noted that a pump motor stall also occurred on (B)(6), 2012 following an MRI and immediately recovered. The device system was used to deliver morphine, clonidine and prialt. Additional information has been requested but was not available at the time of this report.